Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and failed with a missing sensor pod. The customer's complaint of a detached sensor wire was undetermined. A root cause could not be determined.